Manufacturer narrative:
The model number, serial number, and date of manufacture have not been provided. Also, the device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Received notice of a fire that occurred where a pride powerchair was present.